Manufacturer narrative:
This device is used for treatment, not diagnosis. The locking bolts are deformed at the contact areas between bolt-shoulders and the clamping mechanism. The microscopic view shows that the locking bolts got deformed and the holding brackets cracked during often or forcible use. Due to the damage the dimensions which are relevant for this breakage can not be checked anymore. The DHR review shows that the correct material and hardening procedure was used. This failure prevents the device from rigidly holding the retractor blades at a desired angle when using the synframe system. The failure occurs if the user applies additional torque on the hex screw after the clamping feature engages the shaft. This failure is not specific to lot number. Due to the high occurence of this failure mode, the design is not capable of sustaining the clinical load. A CAPA has been opened to address this issue.

Event description:
It was reported to the sales consultant that the synframe guide rod with the hex nut on the end had the metal fracture. Reportedly nothing broke off. Since the set comes with six rods, it was quickly replaced. The surgery was not prolonged and it was reported that the surgery went well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.